Event description:
It was reported that the subject device presented a sandstorm-like noise. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the legal manufacturer's final investigation. Corrections: e1: first and last name; postal code; phone number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: b30 scope communication error. Based on the results of the investigation, it is likely a cable disconnection caused a communication error, resulting in image distortion. However, a definitive root cause could not be established. Based on the results of the investigation, it is likely b30 scope communication error was due to adhesions on the electrical contacts of the connector. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented a sandstorm-like noise. There were no reports of patient harm.